Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The lot history record (f1617203) indicated that there were no non-conformances related to this event. The lot met all established performance criteria prior to shipment, including quality control acceptance criteria and sterilization. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmedand the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the delivery system of the mynxgrip vascular closure device was advanced and when the procedural sheath was pulled back, it was noted there was no advancer tube. The sealant was not delivered and the patient was converted to manual compression for 30 minutes to achieve hemostasis. There were no complications noted with the patient. Additional information was requested, but is not available at this time.